Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited over-sensing on stored electrogram. It is noted that this occurred during a medical procedure. It was also reported that loss of atrial capture noted on the presenting electrogram . Reprogramming was completed and increased the atrial output. The ra lead remains in use. No patient complications have been reported as a result of this event.